Event description:
Patient reported to have undergone right total knee arthroplasty on (B)(6), 2011. Subsequently, the patient alleges pain, swelling, throbbing and nickel allergy. No revision procedure has been reported to date.

Manufacturer narrative:
(B)(4) - current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "material sensitivity reactions" and ¿postoperative pain¿.this report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2014- 08265 & 08351).

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Event description:
Patient reported to have undergone right total knee arthroplasty on (B)(6) 2011. Subsequently, the patient alleges pain, swelling, throbbing and nickel allergy. No revision procedure has been reported to date. Patient has further reported allegations of instability/improper range of motion and movement, alleging that the implant is not moving properly and does not feel secure.